Event description:
It was reported via repair work order that the brakes were not holding due to an out-of-adjustment brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.